Manufacturer narrative:
The insulin pump passed the displacement test. No cracks were found on the display glass. The insulin pump had a cracked case near a display window corner, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, a missing end cap sticker and minor scratches on the reservoir tube window.

Event description:
It was reported that the insulin pump was cracked around the display. The blood glucose reading was 3.6 mmol/l. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.